Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The physician changed his mind and wanted to use a different model. The lens was removed with no patient injury. Reporter stated no lens defect. No patient or date of surgery info was provided.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens in three pieces. Half of the lens haptic and piece of optic is torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined not to be lens related. The physician changed his mind and used a different lens model. #426102.